Event description:
Hamilton-c1 not delivering the right fio2. Customer messed up with the unit internally. Preventive needed.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: based on the available information, a root-cause analysis is not possible as the "high oxygen alarm" was solved by preventive maintenance. No information regarding the individual tasks taken is available. Most likely this issue was solved by the calibration of the o2 cell (o2 sensor). Due to the defined risk-ID 856 and thus severity 3, this issue is deemed to be a reportable event. No further investigation or correction will be performed except those mentioned above.